Event description:
It was reported that the right ventricular (rv) lead dislodged within one day of implant. The lead appeared to have moved from the apex to the septum, and thresholds had increased. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).